Event description:
Pt infuses ruconest 2100 units (14ml) to 4200 units (28ml) by slow intravenous injection over approx 5 mins twice a week and as needed basis for breakthrough attacks. F/u call out to pt, pt reported the only issues she's having with the 30ml syringes is that they require her to use up to 3 syringes per infusion because some are breaking. She would like to try a different MFR other than bd which she is having issues with. Reported to (B)(6) by pt/caregiver.